Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer did not know how the touchscreen became shattered and unresponsive at the affected area of the touch screen. Customer's blood glucose was 143 mg/dl. Reportedly, customer continued to use current pump and manual injections for insulin therapy.